Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos-m w/drive pcb. In addition, we confirmed that the segment fluid damage, the light guide fiber bundle (lcb) fluid damage, the insertion flexible tube (ift) buckled, the operation channel leak, and the bending rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).